Event description:
Procedure type: myomectomy. According to the reporter: the surgeon used the endo grasp to grab the tumor. The jaw of the device severed and dropped into the patient's cavity. The case was extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).